Manufacturer narrative:
The product has been returned for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that the threaded shaft of the (B)(4) standard knob assembly, a subcomponent of the a2079 mayfield infinity xr2 base unit, was broken off on an unspecified date. It was unknown if there was patient contact, injury, or surgery delay. Additional information has been requested.

Manufacturer narrative:
The device was not returned for evaluation. However, the DHR cannot be performed as the lot number was not provided. The root cause to the end users experience could not be identified.